Manufacturer narrative:
No device returned for testing, insufficient information provided. Due to the lot code not being provided, investigation cannot be initiated. No investigation could be completed due to insufficient information collected from end user.

Event description:
End user reports that the syringes they purchase are sometimes appearing different such as the plastic is feeling differently and the cannula caps are "brittle". User also states that the plunger is sliding differently and clogging.